Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no. 328512, batch no. 9231336. It was reported that he needle hub separated and the needle shield was difficult to remove.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs. H3 other text : see h.10.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle hub separated. The following information was provided by the initial reporter: material no. 328512, batch no. 9231336. It was reported that he needle hub separated and the needle shield was difficult to remove.